Event description:
Reporter indicated that the pt underwent generator replacement due to suspected end of service and high lead impedance reading (dc-dc code unknown), indicating possible device malfunction or lead/generator connection problem. During the surgery, neurosurgeon disconnected the generator from the lead and noted fibrinous tissue covering the lead pins. The lead pins were cleaned off and inserted into a new pulse generator. Device diagnostic testing again resulted in high lead impedance reading (dc-dc code 7). Neurosurgeon then examined the lead pins to ensure that they were in good contact with the pulse generator; however, device diagnostic testing yielded the same results. Neurosurgeon then programmed the device to on and closed the pt's wound. Approximately one month later, the pt underwent ncp system replacement. The pulse generator and entire lead (including electrodes) were removed. A new pulse generator and lead were implanted and device diagnostic testing was within normal limits, indicating proper device function. Lead break is suspected.